Manufacturer narrative:
H6. Investigation: the actual product nor photo representation was provided. A review of the device history record (DHR) was not possible since a lot number could not be provided. Also, a review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident, ¿missing lids¿. As corrective action a weighing system has already been implemented for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. Unfortunately, a weighted label placed on the box by the weighing system is required along with evidence of the original packaging to identify or confirm this issue. The root cause is inconclusive. H3. Other text : see h10.

Event description:
It was reported that 10 bd¿ chemotherapy sharps collectors with slide top and gasket were received without lids. The following information was provided by the initial reporter: "customer received 10 chemo waste bins without lids."

Manufacturer narrative:
OEM manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 10 bd¿ chemotherapy sharps collectors with slide top and gasket were received without lids. The following information was provided by the initial reporter: "customer received 10 chemo waste bins without lids."